Event description:
It was reported that the pacing-dependent patient presented for in-clinic follow-up with the right ventricular lead that exhibited high capture threshold and impedance functions. The lead was explanted and replaced. The patient was stable.